Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator had rapidly decreased po2 values and oxygenation performance towards the end of an emergent aortic dissection case. No health consequences or impact. Product was not changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: (B)(4). Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 17, 2022. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information) d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3221, 4315) type of investigation #1: 3331 - analysis of production records type of investigation #2: 4114 - device not returned investigation findings: 3221 - no findings available investigation conclusions: 4315 - cause not established the affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A review of the manufacturing and incoming inspection records was performed with anomalies found. Without the returned sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialist that, a cdi system was in use to trend arterial blood gases and upon a consistent decreasing trend in p02 values, the gas source was changed to an o2 tank with 100% oxygen and increased gas sweep rate. This occurred towards the end of the bypass run on a case that was beyond 6 hours. Acts were measured only and no use of a hepcon device to assess heparin blood concentrations was used. The oxygenator was not changed out for the pump run and the surgery was successfully completed without harm to the patient.